Event description:
It was reported that the insulin pump alarmed displayable history crc check failed on start up. Customer's blood glucose was 152 mg/dl. Troubleshooting was done. The customer was advised to monitor the insulin pump and to call back if she gets the alarm again. Customer called back and reported that she went to check her daily totals on the insulin pump however it was there and displayed no data. Customer's blood glucose was 163 mg/dl. The customer was educated regarding the alarm. Customer confirmed that calibration history and bolus history was still recorded. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.